Manufacturer narrative:
Device evaluated by MFR.: received product consisted of a quantum maverick balloon catheter in two pieces. The balloon was loosely folded and there was fluid in the balloon. The tip, balloon, proximal weld, inner/outer shafts, and hypotube were microscopically and visually inspected. Inspection revealed a complete separation in the hypotube located 23.8 cm from the strain relief, numerous kinks in the hypotube and tip damage (flared). The fracture faces of the separation were ovaled, as if kinked prior to separation. Inspection of the rest of the device found no other damage.

Event description:
Reportable based on device analysis completed on 09may2019. It was reported that crossing difficulties were encountered. The target lesion was located in a coronary artery. A 2.75mm x 15mm quantum maverick balloon catheter was advanced for dilatation, but failed to cross the lesion even after several attempts. The procedure was completed with a different device. There were no patient complications reported and the patient was stable. However, returned device analysis revealed a complete separation of the hypotube.